Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 325mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.